Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose was in the 300s mg/dl. Review of the pump data logs by tandem technical support was unable to confirm the reported reset. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.